Event description:
The hospital reported that during a coronary artery bypass procedure, the xpose 3 tubing clotted, stopped suctioning and the heart dropped. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. Maquet cardiovascular anticipates return of the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review could not be completed as the product lot number is unknown. Internal file number - (B)(4).